Event description:
A confirmed pump motor stall was reported. The patient experienced a return of symptoms. The patient was seen in the emergency room; additional details were not provided initially. The pump was used to deliver baclofen; concentration 4000 mcg/ml. It was later reported that the patient experienced increased muscle tone due to spasticity. The patient was admitted to hospital after visit to emergency department with increasing symptoms of baclofen withdrawal; i.e., itching, restlessness, increased tone. Upon interrogation of the pump in the emergency department, the hcp received "motor stall occurred" message on n'vision programmer. A pump motor stall occurred at 10:53 a.m. On (B)(6) 2010 with no recovery message noted. The patient was treated for baclofen withdrawal and scheduled for emergency pump replacement surgery at 6:00 p.m. On (B)(6) 2010. The patient was successfully implanted with a new synchromed ii pump and therapy resumed with 2000 mcg/ml of lioresal.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.